Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The patient had radiation treatment. When the device reset occurred, the patient was symptomatic with vvi pacing. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).